Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. A complete lead was returned in one piece. X-ray examination, visual examination and electrical testing found no anomalies.

Event description:
It was reported via product receipt that right-atrial (ra) lead was explanted and replaced due to dislodgement. Further information has been requested but has not been received.

Event description:
Additional information received confirms that the patient presented in-clinic for a routine check-up. Upon interrogation, it was observed that the right-atrial (ra) lead exhibited high capture threshold. Fluoroscopy was performed and confirmed ra lead dislodgement. As a resolution the ra lead was explanted and replaced. No patient consequences were reported, and the patient was stable.